Event description:
The customer reported that the heartstart xl failed to shock during use. There was no reported negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.